Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 509 mg/dl at the time of call. The representative stated that the time and date of the hospitalization was (B)(6) 2016 at 1:25pm. The representative stated that the customer was given insulin through IV to treat the blood glucose. The representative stated that the customer was wearing the insulin pump during hospitalization. The representative found air bubbles in the reservoir and no other issues on leaks, site and insulin and settings during troubleshooting. The representative was assisted in purging out the reservoir out of the reservoir. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.